Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 7525689 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. There are no similar complaints of this nature related to this batch number. This will continue to be monitored for future trends.

Event description:
Clinical trial. It was reported that 145 days post index procedure, the patient experienced in-stent restenosis and a target vessel reintervention (tvr). The index procedure treated the left circumflex. The lesion was 3 mm wide, 12 mm long, and 99% stenosed. The physician predilated the lesion prior to placing a 3 x 16 mm express2 monorail stent. The patient received bivalirudin, aspirin, and plavix during the procedure. Residual stenosis was 0% post procedure. The patient was discharged 4 days post index procedure receiving aspirin and plavix. On day 145, the patient presented with chest pain. Angiography detected 20% in-stent restenosis. The physician placed 2 overlapping cypher stents on day 148. The event resolved this day. In the opinion of the physician, there was a possible relationship between the event and the express2 monorail stent and study procedure. The patient was discharged 1 day later on aspirin and plavix.